Event description:
It was reported that occlusion alarms occurred. System check was started with tandem technical support, however the customer could not complete the check at the time of report. Customer cleared the alarm and resumed insulin delivery. Customer's blood glucose was 190 mg/dl at the time of event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.